Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The download data generated an 0x69 alarm indicating occlusion during runtime. Timeouts were seen in the download data. Inspection of drive mechanism found no issues. Although, an occlusion alarm was generated, the exact cause of the alarm could not be determined. The exposed portion of the soft cannula was observed to have a tear. During fluid path testing, fluid diverted through the tear. The exact cause and timing of the tear could not be determined.

Event description:
It was reported the patients blood glucose level rose to 250 mg/dl while wearing the pod longer than 48 hours. The patient reported that the pod alarmed.